Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received tachycardia therapies on 2/19/2021 and presented in the emergency room on (B)(6) 2021. The patient reported she was shocked 6 times. Upon interrogation of the implantable cardioverter-defibrillator, it was found in backup vvi mode. The cause of the backup vvi was possibly due to the tachycardia therapies and battery longevity. The physician elected to restore the device. The device was restored and reprogrammed to its previous settings. The reported tachycardia therapy episodes were unable to be reviewed when the device was in backup vvi mode and were cleared during device restoration. The patient was stable.